Event description:
It was reported that there was a problem with recharge and coupling and/or communication issues. It was reported that the pt was "bigger" and could move or pinch the device. The pt was seen and was scheduled for a pocket revision, no x-ray was performed. A revision was performed in 2009. The pt was getting 4 bars postoperative, then two, and nine days later none. Additional info has been requested, but was not available as of the date of this report.